Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. Device evaluation: visual analysis of the returned device identified: broken shell, underweight, part of the shell is missing, red particles on the surface of the shell. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - a sharp opening on posterior assessed as unidentified (tear) opening. -missing shell assessed as inconclusive. Additional, changed, and/or corrected data: a2, b5, d4, d6b, d9, g1, h3, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and rupture. Device remains implanted.